Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc requested quality control (qc) data. A review of the data provided, shows that qc was in range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed valproic acid (valp) result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was not reported out to the physician(s). A new sample was tested on the same instrument, resulting higher. The customer then repeated the new sample on the same instrument, resulting higher than the original. A repeat result was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, depressed valproic acid result.

Manufacturer narrative:
The initial MDR 1226181-2016-00404 was filed on august 19, 2016 and MDR supplemental 1226181-2016-00404_s1 was filed on october 3, 2016. Additional information (11/13/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse followed-up with requested service on the reagent 2 ultrasonics. There have been no further events since service was provided. The cause of the discordant, falsely depressed valproic acid result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2016-00404 was filed on august 19, 2016. Additional information (07/28/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse re-aligned reagent 1 and reagent 2 probes. Siemens is currently investigating the issue.